Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have an inoperable air detector. The device's event history log was reviewed for evidence of the reported problem, air in line? Would found in the log. To conduct functional testing, the air detector was tested on the pressure station. The reported problem was duplicated. A faulty air detector was the cause of the reported problem. The air detector was replaced, and the device then passed all functional testing. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Air in line. No patient involvement reported.